Event description:
It was reported that the patient had bacteremia/septicemia. Blood cultures were positive for gram positive cocci. The source of the infection was confirmed to be the leads. The device system was explanted. The infection resolved and a new device system was implanted at a later date. The patient is a participant in the (B)(6). No further patient complications have been r eported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was treated with multiple intravenous antibiotics when the infection was identified. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.